Event description:
It was reported that the insulin pump alarmed motor error and another error alarm afterward. The blood glucose reading was 75 mg/dl. No significant events leading to the alarms were observed. The customer stated that she attempted to clear the alarm 5 times. She noted that when the device alarmed motor error, a lot of insulin came out and squirted on her couch. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The motor passed the motor test with no motor error alarm. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.